Manufacturer narrative:
The following field contains corrected information: year of event corrected.

Manufacturer narrative:
Additional procedural details were obtained from a review of medical records and are as follows: operative report dated (B)(6) 2014 documents that procedural blood loss was 100 cc. Operative report dated (B)(6) 2014 indicates: due to the ¿excessive tortuosity of the left iliac vessels, we were unable to introduce an 18-french gore dry seal sheath through the iliac arteries.¿ we then elected to first introduce a 22-french introducer sheath to ¿help straighten the iliac system that we would the subsequently pass the dry seal sheath through. However, we were also unable to introduce the 22-french sheath. To enable us to track our stent graft systems through the left iliac access, we then elected to gain brachial femoral wire access.¿ at the completion of the procedure there was evidence of an area of possible dissection in the left external iliac artery. ¿likely, this was the result of all the maneuvers with stiff guidewires, brachial femoral through wire access, and delivery of large sheaths through an extremely tortuous iliac system. To correct this, an additional self expanding nitinol stent was deployed within the left external iliac.¿ the instructions for use for gore® dryseal sheaths with hydrophilic coating include the following warning among others: ¿adverse events that may occur and / or require intervention include, but are not limited to: blood loss, bleeding, hematoma, vascular trauma (i.e., dissection, rupture, perforation, tear, etc.)¿. Devices used in the procedure (B)(6) 2014: gore® dryseal sheaths with hydrophilic coating / lot#: 12674046 / dsl1828 / (B)(4). Gore® dryseal sheaths with hydrophilic coating / lot#: 12674047 / dsl1828 / (B)(4). Review of the manufacturing records for both devices verified that both lots met all pre-release specifications. The devices were not returned and therefore a direct product analysis could not be performed.

Event description:
It was reported to gore that on (B)(6) 2014, a patient underwent the placement of five gore excluder aaa endoprostheses. Attempts to use two 18 fr gore&#59396;ryseal sheaths with hydrophilic coating to gain left-sided iliac access were made during the procedure, but were unsuccessful. The user reported a procedural blood loss of 300 cc and that on (B)(6) 2014, the patient experienced procedural blood loss anemia and required a blood transfusion.

Manufacturer narrative:
.